Event description:
It was reported that after generator replacement, the patient ripped open her generator incision. It was stated that the patient wanted to "get the device out". It was noted that the generator was not exposed or pulled out. The surgeon was able to suture the incision closed. No additional relevant information has been received to date.